Event description:
While dr. Attempted to use stapler/cutter after several reloads, cutter would not slide. No harm caused to patient and another stapler/cutter given to dr. Manufacturer response stapler, linear cutter, surgical gia have not heard from them yet.